Event description:
On 5/19/2022, it was reported by a sales representative via phone that an ar-2325bcc biocomposite swivelock anchor broke during insertion. The sales representative stated that some fragments were removed but cannot confirm if all was removed. Another anchor was opened to complete the case. This was discovered during an elbow ucl repair on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.